Manufacturer narrative:
(B)(6) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display flickerd during routine check. No patient involved. No one was harmed onsite.

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to confirm the issue. The fse reset the display board cable connections. The fse observed the machine for more than two hours. No issues were found in the machine. Reassembly and functional diagnostic tests. Functional tests performed with positive results. The fault did not cause harm to operators/patients.